Manufacturer narrative:
The batch record was reviewed and there was no discrepancies. This issue will be monitored through post market product monitoring review process. Additional information has been requested but, to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9611710.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested but, to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "cuff leak during post-operative ventilation needing endotracheal (et) tube replacement frequently". No photograph depicting the reported complaint issue was submitted by the complainant. No identified reasoning for the cuff leak described by the complainant at this time. Unknown if any other harm besides the "et tube replacement frequently" has occurred at this time. The complainant reports it is not known at this time the number used and the number of patients impacted at this time.